Manufacturer narrative:
Correction - d4 - product information for bpp220372 has been corrected to bpp227619 as this was the correct lead. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that the high capture thresholds led to loss of capture.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The lead was returned with reported event of failure to capture. The lead could be fully inserted into the test device as well as the test connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a system implant procedure on (B)(6) 2021. During the procedure, it was noted that the patient's left ventricular lead was exhibiting high capture thresholds. The physician elected to explant and replace the lead. The patient was stable throughout.